Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 32 mg/dl. The cause of bg was unknown and bg was addressed by the customer drinking juice. Recommendation was made by tandem¿s technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User made bolus request without entering current bg level. Cartridge change sequence completed with four fill tubing processes conducted on (B)(6) 2017. Basal rate set to 1.7 units of insulin per hour throughout the entire day. Complaint could not be confirmed. Making bolus requests without entering current bg levels could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.